Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 4951m-35 lead, implanted: (B)(6) 2005; product ID 5071-35 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's electrocardiogram (ECG) at the hospital floor showed ventricular pacing (vp) inhibition, and over sensing was suspected. It was noted there was abdominal muscle potential while the patient's abdomen moved around up/down and side to side was measured in addition to the stress test (because it was a unipolar lead) and oversensing was not reproduced. An interrogation of the device found there was an atrial lead warning due to low impedance and the ventricular impedance was found to have increased. The patient also reported some uncomfortable symptoms. The pacing threshold of the ventricular lead increased and it was suspected there was possible partial lead fracture. The atrial lead remains in use. The ventricular lead was explanted and replaced with back up lead. During the lead replacement procedure, the back-up lead had no issue with sensing yet there was some oversensing noise was observed during pacing - fracture was suspected. However, the lead was reconnected to the device and put in the pocket where there was little interference from the external environment. It was decided to monitor the patient and use the backup lead. No patient complications have been reported as a result of this event.